Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified distal circumflex artery. The taxus express2 2.5x12mm drug eluting stent was advanced, but was unable to cross the lesion. The device was removed, and the stent struts were noted to be slightly flared outward. The physician ended the procedure. No further intervention was performed. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.